Event description:
Litigation alleges that patient experienced gradually increasing pain, stiffness, aching, difficulty with mobility, popping, and extreme fatigue. Prior to left hip revision (reported in a separate complaint), patients metal levels were high, and she is still being monitored for her right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Asr litigation record received. In addition to what was previously alleged, litigation alleges injury, discomfort and weakness and toxicity of metal. It was also indicated that the patient was injured by excessive levels of chromium and cobalt after her blood was drawn and emotional distress. It was reported that this case was dismissed pursuant to cmo 24 and has now been re-opened by the court. Patient's counsel was instructed to file an amended complaint alleging revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.